Event description:
It was reported that the wake button was not working. There was no information provided regarding any adverse impact on the customer's blood glucose level. No additional information was provided.